Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
A thrombus has occurred. It has been reported that a versacross connect access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, the physician forgot to give heparin to the patient until the versacross rf wire was across the septum. The procedure was then halted, heparin was given, and after a 5 minutes wait they advanced the trusteer sheath across the septum. When they attempted to exchange the versacross rf wire for the non-boston scientific pigtail catheter, a clot was noticed on the pigtail catheter. The physician aspirated the clot back into the sheath, and removed all the devices to flush them thoroughly. The procedure was then completed successfully without any further adverse events. Act was noted to be 289 during the procedure and anti-coagulation was not stopped at any time. The patient stayed overnight as standard protocol. The device is not expected to be returned for analysis.